Manufacturer narrative:
(B)(4).

Event description:
Information was received from regarding a patient who was implanted with a neurostimulator for parkinson's tremor. It was reported that the patient fell in (B)(6) 2015 and experienced a sudden return of their tremor on the left side. Additional information has been requested regarding the event date of the tremor, interventions, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.